Event description:
(B)(4). I have had unexplained rashes that do not go away with steroids or creams, heavy periods that last 3 weeks, off for a couple days then it starts again, horrible acne that was not present before, cramping/pelvic pain, hair loss, as well as facial hair growth, debilitating migraines that do not ease with any medications, loss of sex drive, mood swings, hot flashes, dry eye syndrome, vision changes, vitamin b12 and d deficiencies, excessive discharge, no energy, brain fog, joint pain, excessive bloating ( I looked 5 month pregnant) and unexplained weight gain. All of these symptoms did not appear very strong until 2 years after insertion. I had a hysterectomy to remove the essure 3 1/2 years after insertion, which was 7 months ago, and all my symptoms are now gone! Since my hysterectomy I have lost 15lbs without changing my eating habits or exercise routine.